Event description:
It was reported the head of the c10-3v transducer had separated from the body. The transducer was associated with an epiq elite ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.